Event description:
Customer reported the system has a broken handle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rotation brake handle. System operates as intended.